Event description:
Boston scientific crm received info that this right atrial (ra) lead exhibited loss of capture and a lead extraction procedure was to be performed. An invasive surgical procedure was performed and the ra lead was explanted due to high threshold measurements, poor positioning in the atrium and not enough slack in the lead. A new ra lead was successfully implanted.